Event description:
The initial attorney report alleged pain and defective-failed mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2006: repair of recurrent incisional hernia with implant of composix kugel mesh. On (B)(6) 2008: laparoscopic repair of recurrent incisional hernia with implant unknown mesh adjacent to the previously placed composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional information received. The patient had multiple co-morbidities including obesity, htn, and has undergone multiple abdominal surgeries. The patient's attorney alleged the composix kugel mesh was defective and failed however, there is no report of it being defective. It was also stated in the medical records that the mesh was intact and had no indication of abnormality or infection. There were no post-operative office notes provided. The patient's clinical course is not known beyond the implant of the unknown mesh. The information provided indicates the patient experienced recurrence, which is a known possible adverse reaction listed in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. With the currently available information, no firm conclusions can be drawn. At this time there is no evidence to support the allegation of a defective/failed mesh. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.